Event description:
Device report from synthes europe reports an event in taiwan as follows: reportedly the threads of the 4.5mm cortex screw is wrong. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. As the screw was not returned in its original package, we are not able to comprehend where such a defect could occur. Nevertheless we have forwarded this screw to our manufacturing plant for investigation here the feedback: the screw is clearly deformed in such a way that possibly over tightening has lead to this deformation. If during use, transport or even during manufacturing could not be determined. Note that we have not had a single complaint of such nature with this item so far.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.